Manufacturer narrative:
The reported complaint of the thermogard xp ivtm system (s/n (B)(4) ) displayed mid:09 (air trap assembly) error message was confirmed based on the review of the event logs and during functional testing. The root cause of the reported complaint was due to a defective air trap sensor board likely attributed to the liquid found on the boards of the sensor block. During visual inspection, unrelated to the reported complaint, observed broken ball bearings on the pump rotor. This type of physical damage is likely attributed to normal wear and tear. The defective pump rotor was replaced to address the damage issue. The thermogard console was manufactured in october 2014 and is nearly 7 years old, past its service life of 5 years. Event log data review was performed and revealed multiple mid:09 (air trap assembly) error messages, thus confirming the reported complaint. The thermogard xp ivtm system failed functional testing due to mid:09 (air trap assembly) error message displayed upon powering on, thus confirming the reported complaint. To remedy mid:09, the air trap sensor board was replaced. Following service, the thermogard console passed all tests without any error or fault. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaint reported for the thermogard console with serial number (B)(4).

Event description:
Customer reported that the thermogard ivtm system (serial #(B)(4)) displayed sytem error "m ID:09" (air trap assembly). Patient use information was requested but no answer was provided, therefore patient use is unknown.